Event description:
It was reported that while the iabp was in use providing therapy to a patient, about two hours after the patient arrived in the ICU, the connector of the iabp ac power cord caught fire. The power cord was replaced with another one and therapy was continued using the same iabp. No patient injury was reported.

Manufacturer narrative:
Additional clarification has been requested regarding whether the event involved smoke/sparks versus fire. We have received photographs of the power cord illustrating that the connector is burnt, and one prong is detached from the connector. The ac power cord (part number: (B)(4)) involved in the event is being returned to the manufacturing facility for evaluation. A supplemental medwatch will be submitted when new information becomes available.